Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; incorrect insulin-to-carbohydrate calculation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed no activity related to the complaint recorded in the pump histories. Three different insulin-to-carbohydrate (I:c) ratio settings were programmed in the pump (12am-5:30am I:c = 1u:27, 5:30am-10am I:c = 1u:8, 10am-12am I:c = 1u:10. 2). Using the patient¿s settings for investigation, an ez-carb bolus was performed for 95 carbohydrates and the pump correctly calculated the unit bolus. None of the I:c ratio settings in the pump resulted in a 8.12 unit bolus at 95 carbohydrates. Using the patient¿s settings, an ez-carb bolus was performed for 80 carbohydrates at target blood glucose and the pump correctly calculated a 10 unit bolus. Investigation was unable to verify or duplicate the complaint. The pump was found to be delivering insulin as intended and within specifications.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.